Manufacturer narrative:
Correction: h6. The device log files were provided to technical support for evaluation. The log analysis identified cfb log entries recorded on 3/17/26 during active ventilation. The log review further confirmed that although the display transitioned to a blue screen, the ventilator continued operating, indicating that ventilation was maintained during the event. A company fse (field service engineer) was dispatched to the customer site, and the main board was replaced. After replacement, the device was fully calibrated and passed all testing and was placed back in service. The removed main board was returned to zoll fa lab (failure analysis lab) for evaluation. The board was installed into a known working bellavista device and passed full functional testing without any abnormalities found. The reported malfunction was unable to be duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while vent was in use on a patient, when the vent showed a blue screen and did not appear to be ventilating. No patient harm reported.